Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was sleeping when her husband checked her cgm, which read 65 mg/dl. He then tested the patient¿s bg meter reading, which was 25 mg/dl. The patient had lost consciousness and was unresponsive. The patient¿s husband called ems. Once ems arrived, the patient was transported to the ER. The patient regained consciousness at an unspecified time after she got to the ER. The reporter was in a hurry and was not able to provide any further event details, including any medication or treatment the patient my have been provided. It was also not specified how long the patient was in the ER prior to discharge. Attempts to reach the reporter for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.